Event description:
The device was used during an aortic femoral popliteal bypass procedure. Reportedly, the instrument was difficult to open after firing and the tissue was torn. The surgeon manually sutured to complete the procedure. The hosp has reported that the pt's status is satisfactory.